Manufacturer narrative:
(B)(4).evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was heard. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that while setting up for a gastric bypass, received error code 3. Replaced the handpiece and completed the case with no pt consequence.